Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2017 with the following findings: during investigation, the reported data from the date of the complaint had been overwritten. The black box showed no pump reboots. The returned battery cap was undamaged and able to fit. The cap contact measurements were within specification. The battery cap was fastened and then unscrewed 1/2 turn with no reboots occurring. There were no power interruptions during investigation. The original complaint of the power issue was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the printed circuit board. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the pump had an intermittent power issue. There is no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.